Event description:
In 2008, the pt he has been experiencing air bubbles in his insulin cartridges since 2007. He stated that the bubbles form after 1 day of use. Troubleshooting did not reveal any product issues. The pt described the procedure, he follows to change the insulin cartridge and no issues were found. He stated that when he sees air bubbles he primes then out of the system. No physiological effects were reported. The pt was advised to switch his backup infusion device. Upon follow up, the pt stated that he had no air bubble issues while connected to the backup infusion device. He stated he used 3 insulin cartridges since the initial report. The infusion device was requested to be returned for eval.